Event description:
Subsequent to the initial medwatch report, the device analysis revealed one cuff tab was broken off and was not returned with the device. A cuff tab measures one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The location of the cuff tab is not known. Follow up contact with the customer indicated they were not aware that an anterior cuff tab had detached from the device. Additionally, the customer reported they could not recall a patient returning to the hospital for symptoms possibly related to a cuff tab detachment. The customer was unable to provide any further information.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Evaluation summary: the device was returned for evaluation. The reported event of a cuff miss was confirmed. In addition, one of the anterior cuff tabs ((B)(4) stainless steel, approximately 0.01 by 0.01 inches) was broken off and was not returned with the device. There was no reported adverse patient sequela. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device has been received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when the plunger was retracted, a posterior cuff miss occurred during suture placement with a proglide device in the moderately calcified and tortuous left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was a 6f and the sheath size used during the aaa procedure was not provided because hemostasis was achieved using a non-abbott device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.